Event description:
It was reported that a shocking or jolting sensation mainly when a patient was touching objects occurred. There was no known accident or incident related to this complaint. They had been occurring for the last month. The symptoms were acute pain and soreness at implantable neurostimulator (ins) site. It was mentioned that it felt like it was rubbing inside. It was stated that the symptoms she was having were what the patient would describe as "infection" although area was not red, warm to the touch or swollen at least not on the day of the report. Some days it seemed more irritated. It was reported that when she bent over, the ins "popped out or stuck out more than usual." It was said that even without bending over it was more prominent. The patient's status was described as fair. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3888-33, lot# v004658, product type: lead. Product ID: 3888-33, lot# v01 1019, product type: lead. Product ID: 377645, lot# v013484, product type: lead. Product ID: 3776-45, serial# (B)(4), product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Product ID: 3708260, serial# (B)(4), product type: extension. Product ID: 3708120, serial# (B)(4), product type: extension. (B)(4).